Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a corrupted patient database was present on the imaging system and troubleshooting resolved the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an error stating "an error has occurred that may have damaged the system database." It was reported that the issue occurred following a geocal calibration. There was no patient present when this issue was identified. No additional information was provided.